Event description:
It was reported that a patient underwent a sling procedure. The patient experienced constant urinary tract infections after having sexual contact. The patient experienced pain during intercourse. The patient also reported that she has to use a different muscle to urinate. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.